Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Injury. It started smoking and I could smell something burning - oral-b [device catching fire]. Case narrative: consumer via e-mail stated that they had an injury with the oral-b toothbrush. During the first use, it started smoking and they could smell something burning. No serious injury was reported. (B)(6) 2023 follow-up via images: the product lot was 2285b211io. No serious injury was reported.